Event description:
Device 2 of 2. Ref MFR report#: 1627487-2014-00125. The pt (B)(6) is implanted with an occipital nerve stimulation sys for cluster headaches (off-label). The therapy sys includes two percutaneous leads from different lots. Following the surgical procedure to replace one of the pt's lead and lead extensions (ref MFR report #s 1627487-2014-00120; 00121; and 00122), it was reported postoperative programming did not result in effective therapy coverage. A diagnostic test found impedance issues for several lead contacts. An appointment has been scheduled for further assessment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.